Event description:
The patient reported her new insulin infusion set tubing was damaged. She stated she changed her tubing and noticed there was no insulin dripping from the needle. She said she then tried to prime again with the same results. She stated she investigated and discovered insulin was leaking from around the tubing area that runs into the connector. She stated the tubing was not torn. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.